Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, an unspecified channel of the device was programmed to deliver an unspecified concentration of monoclonal antibody ch14.18 in 100ml, at a rate of 8ml/hr, and the delivery was started. No further programming parameters were provided. At 2400, the nurse reported that 60ml remained in the container which was less than expected. The volume expected to remaining was not provided. At that time, the nurse filled the soluset with 8ml of medication and reprogrammed the device to deliver at a rate of 8ml/hr, with an 8ml vtbi (volume to be infused) and the delivery was started. On (B)(6) 2011 at 0100, the nurse went to the patient's room and noted the device display indicated 8ml had been delivered; however, 4ml remained in the soluset. The nurse removed the tubing set from the first channel and loaded it into the second channel of the device. It was reported that after a couple of minutes, the device alarmed for "set test failure." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no delay in therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, ch a delivered a measured volume of 20.19ml and ch b delivered a measured volume of 20.54ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicated on (B)(6) 2011 at 2350, the device was programmed & confirmed for basic program on ch b, at a rate of 8ml/hr, with vtbi 50ml, & the delivery was started. At 2350, a shift totals for ch a 19.01ml & ch b 15.17ml were cleared. A new date stamp of (B)(6) 2011 occurred. At 0007, the delivery on ch b was stopped, a 40ml vtbi was programmed, confirmed & delivery resumed. At 0029, the delivery was stopped ch b, a 5.33ml volume infused is indicated, a 16ml vtbi programmed & the delivery resumed. At 0109, ch b delivery was stopped, a 10.65ml volume infused is indicated, standby mode entered, & the cassette ejected. At 0110 ch a delivery was stopped, standby mode entered & the cassette was ejected. At 0115, ch a a standby mode canceled & a cassette loaded. Between 0115 & 0116, ch a was programmed & confirmed basic program, for a 8ml/hr rate, a 16ml vtbi, the shift totals on ch a of 43.51 ml & ch b 10.65ml cleared & delivery started. At 0119, a set test failure alarm occurred & delivery stopped. Between 0119 & 0131, the set test failure alarm occurred & was silenced, 6 times. At 0132, the set test failure alarm was cleared, cassette was ejected & the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.